Event description:
It was reported to olympus that during facility in-service, the endoscopy support specialist (ess) noted the technician did not have a suction device and was not completing the aspiration step (or using the suction cleaning adapter) while reprocessing the evis exera iii colonovideoscope. All other steps were being completed correctly. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Customer was instructed on the correct way to perform pre-cleaning according to the instruction for use. Annual training has been completed with involved staff by endoscopy support specialist (ess). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user's understanding differing from the instructions for use (IFU) in device handling and reprocessing steps. Olympus specialized staff conducted training in the correct handling for the user to correct this suggested phenomenon. The suggested event is preventable by handling the device in accordance with the following IFU: the aspiration process is detailed in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.